Manufacturer narrative:
A patient experienced lead migration was reported to abbott. As a result, the patient's lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported the patient's scs lead had migrated in (B)(6) 2020. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.